Event description:
Per the surgeon's report, the internal magnet of this patient's implant dislodged about 1cm from the allestic. He could still use the device. The surgeon planned replace the magnet with a sterile one in 2006.